Event description:
Patient experienced blue urine, balloon was deflated and removed an backup device was implanted.

Manufacturer narrative:
A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation and early removal" as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly." Additional information: the device has not been returned for analysis. A device history record (DHR) review is pending for reporting purposes. There were no other complaints in the apollo database against this lot number, af04186.

Manufacturer narrative:
Supplement #x medwatch submitted to the FDA on 22/mar/2022. A device history record (DHR) review was performed for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There were no other complaints in the apollo database against this lot number af04186. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 13/jan/2022. A deflated balloon was returned with light blue coloration. The fill tube was returned. The fill tip was reinserted into the balloon for functional evaluation. During the air leak test, the shell slowly deflated due to a small slit on the shell. Under microscopic analysis, the small slit has jagged edges which is consistent with a surgical instrument for removal purposes. The shell was inflated a second time and quickly submerged in water and there were bubbles coming from the slit valve. Engineering inspected the slit valve and found particles inside the valve. Engineering inspected the inner valve and there were no discrepancies observed in the manufacture of the valve. The complaint was verified as unknown particles, not manufacturing related, was observed in the slit valve which caused leaking.